Event description:
The customer called and reported receiving a compromised force sensor system alarm on the insulin pump while changing the infusion set. Customer's blood glucose was 165 mg/dl. The insulin pump was reportedly neither bumped nor dropped prior to the alarm occurring. While troubleshooting, it was reported that the drive support cap was sticking out. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and it alarmed motor error during basic occlusion test due to protruded/loose drive support disk, no other alarms noted during testing. The device passed the self-test. The insulin pump and the transmitter communicated properly during testing. The device had minor scratches on the display window and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.